Manufacturer narrative:
Section h4: correction manufacturer's investigation conclusion: the evaluation of the submitted log files confirmed the report of a pump stop; an increase in power, flow, and pump temperature; and low flow alarms. The pump stop appeared consistent with an esd reset event, and the account reported that the low flow alarms were correlated with a small left ventricle and suction events; however, a specific cause for the increase in power, flow, and pump temperature could not be conclusively determined through this evaluation. The submitted controller event log file captured a total of 4 transient low flow hazard alarms from (B)(6) 2020 through (B)(6) 2020, associated with the calculated flow intermittently decreasing below the low flow threshold of 2.5 lpm. These alarms lasted up to approximately 9 seconds in duration, and calculated flow was captured at values as low as 2.3 lpm during these events. Starting on (B)(6) 2020 at 10:39:32, motor power and calculated flow appeared to gradually increase from values of approximately 3.2 w and 3.5 lpm to values up to 8.6 w and 13.4 lpm, respectively. This elevation was also associated with an increase in lvad temperature from approximately 47.5 degrees c to values up to 56 degrees c. The elevated parameters persisted until a transient pump stop was observed on (B)(6) 2020 at 07:27:45. This pump stop lasted approximately 4 seconds in duration and did not result in any pump stop or low speed alarms; however, one transient low flow hazard was noted at the end of the pump stop, lasting less than 1 second in duration. This decrease in flow was likely due to the transient pump stop. The pump appeared to have ramped up to the set speed without issue following the event, and the pump appeared to have functioned as intended at baseline parameters throughout the remainder of the log file. The patient remains ongoing on the device and no further related issues have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. (B)(6) was manufactured prior to the esd hardware improvement implemented under the CAPA. The relevant sections of the device history records for the percutaneous lead assembly were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2017. Heartmate 3 lvas IFU section 1 entitled ¿introduction¿, addresses all pump parameters including pump power, speed, flow, and pulsatility index (pi). This section states that pump power is a direct measurement of pump motor voltage and current. This section further states that changes in pump speed, flow, or physiological demand can affect pump power. Section 4 entitled ¿system monitor¿ explains that the low flow hazard alarm is triggered when pump flow is less than 2.5 lpm, the pump has stopped, the pump is not operating properly, or the driveline is disconnected from the system controller. Changes in patient conditions can result in low flow, such as hypertension. Section 6 entitled ¿patient care and management¿ explains that strong static discharges should be avoided. Section 7 entitled ¿alarms and troubleshooting¿ explains all system alarms and the recommended actions associated with them. Electrostatic discharge is included in the ¿safety testing and classification¿ tables of this document. Heartmate 3 lvas patient handbook section 1 entitled ¿introduction¿ warns not to touch the television or computer screen, and not to vacuum or engage in activities that create static electricity. This section also explains that a strong electric shock can damage electrical parts of the system and cause the pump to stop. Electrostatic discharge is included in the ¿safety testing and classification¿ tables of this document. Section 5 entitled "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document states that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced a hazard alarm and was admitted to the hospital. The hospital provided log files. The log files showed an increase in estimated flow, power, and pump temperature on (B)(6) 2020. On (B)(6) 2020, and electrostatic discharge reset event resolved the issue and the pump went back to normal values. The patient was cardiopulmonary stable at the time of the event.